Event description:
The peel-away broke during the insertion. The user was still able to place the device.

Manufacturer narrative:
The complaint was confirmed and cause is unknown. One 6fr ptfe introducer was returned for evaluation. One of the gray tabs was detached from the sheath. The puncture holes in the peeled sheath were still intact. It appears that the sheath may have not been properly positioned when the tabs were molded onto the sheath. A chr of lot# resh0210 showed no other similar product complaints from this lot number.